Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer was advised to replace the power switch overlay. Multiple attempts were made to obtain device repair info and status. No response was received.

Manufacturer narrative:
Upon further investigation, it was found that the ventilator was changed out or replaced when the reported event occurred. No additional information was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
It was reported to philips that the device had a alarm led (light emitting diode) failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.